Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that almost one month after two dental implants were installed in intraoral regions #9 and #10, it was verified its non-osseointegration. Forty ncm of primary stability was achieved and immediate load was performed. The patient presented bone type ii.